Manufacturer narrative:
Continuation of d10: ddmb2d1 ICD implant date: (B)(6) 2022 ; 6940 lead implant date: (B)(6) 2001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) detection was programmed off and the patient was not pacemaker dependent. The right atrial (ra) lead exhibited high thresholds at 3.0v@1.0 ms, and noise was reproduced during a provocation test. A remote transmission also revealed that for the right ventricular (rv) lead there were two ventricular high-frequency episodes and more than 200 short v-v intervals, with a 4-hourly audible alarm tone triggered. During interrogation, a provocation test reproduced two noise episodes, and 16 short v-v intervals were noted since the last transmission. A lead fracture was suspected. The impedance remained stable, and the right ventricular (rv) lead threshold was 1.0v@0.4ms. Reprogramming was done where the rv lead was turned off. A lifevest was issued to the patient, and a lead revision was planned for both leads. The ra lead and rv lead remain implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that both leads were explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.